Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple inappropriate shocks due to oversensing. The patient was brought to the emergency room, all vectors were tested and failed except for the primary sensing vector. The device was then reprogrammed to the primary sensing vector and the plan is monitored. Additionally, an x-ray to assess system location was also discussed. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service.